Event description:
The reported incident relates to the mattress breaking down and sagging. No injury reported at this time. The manufacturer makes the mattresses to customer specs, the consumer will need to contact his/her dealer/distributor to request information on what mattress type works best based on his/her need.